Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for other reasons. The patient reported falling in 2010 and had to have a new device put in at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.